Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. The same issue occurred with the second resolution clip device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.